Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose device referenced in describe event or problem is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted with two proglide devices, using the pre-close technique, prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, both proglide devices failed to deploy. Two additional proglide devices were used for successful suture placement using the pre-close technique in the rcfa. The tavr was completed and hemostasis was achieved with the sutures of the pre-placed proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The name of the physician was provided; however, it is unknown if the physician has been trained in the use of the proglide device or is established in the pre-close technique. No additional information was provided.